Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, during a ureteral stent placement, the package was opened to a filiform double pigtail ureteral stent set and one side of the pigtail was found to be separated. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted at cook as the device was returned for inspection. The device was returned in open packaging. The proximal stent coil was separated 2 mm from the distal most sideport. The point of separation was angled yet even. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also attempted to review the IFU; however, this lot was IFU exempt and as such there was no IFU to review. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the break was not able to be determined for this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteral stent placement, the package was opened to a filiform double pigtail ureteral stent set and one side of the pigtail was found to be separated. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address: (B)(6). E3: occupation: agent. G4: PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.